Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during the manual prime process. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was flush. Customer could not recall pressing on the cap while connected. Customer also stated the insulin pump was dropped several times in the past. It was also found the battery life was short on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, cracked case at reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and corroded battery tube.